Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information from the customer. Medical records were not provided and product was not returned therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-02642, 0001825034-2019-02643, 0001825034-2019-02644, 0001825034-2019-02645. Concomitant medical products: cps transverse pin 6pk 28mm, item# 178526, lot# 735150; cps short anchor plug 10mm, item# 178552, lot# 552720; tcps 800lb mt cps shrt spdl, item# cp115440, lot# 991260; cps nut co-cr-mo alloy, item# 178512, lot# 101880; tcps failsafe central bolt set, item# cp115770, lot# 293340; transdermal cps adptr fsafe, item# cp115768, lot# 343640; tcps failsafe wafer set, item# cp115769, lot# 293300. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to bone fracture. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.